Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the waveform was thick and had no wave. The intracranial pressure (icp) reading was 236 mmhg. The catheter was inserted and then pulled back. Another catheter was used and it worked fine. There was no pt injury or delay in surgery reported. Add'l clinical info has been requested.